Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was not returned to maquet cardiac surgery for investigation, however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The device was observed inside the plastic protective carrier, however, the outer plastic protective wrapping was not observed around the plastic protective carrier. The opened plastic protective carrier was observed in the opened product box. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw, with detachment at the tip of the hot jaw. There were no visual defects observed on the clear silicone insulation on both the cold and and hot jaws. No other visual defects were observed. Based on the non-return of the device, and the photographic evaluation, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000281951 history record review was completed. There were two (02) ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was faulty. The product was not opened on the sterile field since it was already discovered to be faulty and therefore was not used on the patient at all. The product was removed from the box you could see through the sterile packaging that the tip was bent. The product was not tested or used in any way because it was already found to be faulty before opening the package. No patient involvement reported.